Event description:
This pacemaker was replaced when the physician was doing an ra lead revision due to dislodgement. The pacemaker was not programmed correctly prior to the revision which led to the pt experiencing a brief period of asystole and the pacemaker could not to be reprogrammed. The physician replaced this device. There were no adverse effects reported for this pt. The pacemaker return has been requested. Should additional info be received, this file will be updated. On (B)(6) 2012 - this device was returned.